Manufacturer narrative:
(B)(4). Additional information received: the surgeon reported this case had significant oozing more than bleeding. No transfusion was required. The case stayed laparoscopic. The analysis results found that the ats45 device was received in good visual condition and with two cartridge reloads present. Cartridge (b), tr45w, (B)(4) was received fully fired and in good visual conditions. Cartridge (c), tr45w, (B)(4) was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no incomplete staple line was noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a donor nephrectomy when firing across the tissue, the staple line was not complete. Bleeding occurred, but was controlled with clips. No blood transfusion was required. Once the clips were placed to control the bleeding the procedure completed. There was no patient consequence.